Event description:
On 05/07/2025, a customer reported to hologic receiving discrepant results using the aptima hpv (human papillomavirus) assay master lot 908328 on panther plus instrument sn (B)(6). Sample ID (B)(6) was part of a cluster and initially resulted hpv positive on hpv (B)(6). Per the customer¿s lab sop, if there is a cluster of three hpv positive results with an s/co (signal-to-cutoff) value < 5, these samples will be retested, and the retested result will be reported out. Upon retest, sample ID (B)(6) resulted hpv negative on hpv (B)(6). No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.

Manufacturer narrative:
Hologic technical support (ts) reviewed all of worklists and noted no hardware or reagent preparation issues. Suspected potential sample mishandling or low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.